Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 29 oct 2008 to the present date 13 jan 2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair.

Event description:
The customer reported that the device had a broken bezel. There was no patent involvement.